Event description:
It was reported that pump displayed malfunction alarm after customer attempted to use pump again following prior software update, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction persisted. The customer reverted to an alternate method of insulin therapy.